Manufacturer narrative:
Investigation is pending return of device.

Event description:
User reported inaccurate delivery of volume. There was no patient harm; however, unreliable volume delivery is considered a reportable event.

Manufacturer narrative:
The investigation confirmed that the device operated as intended. After volume translocation is completed, pump matches venous flow. When the venous flow cannot be read, the pump speed is set to the minimum flow. The latest software implements weaning mode improvements intended to address this. The customer site shall be updated to the latest software.

Event description:
User reported inaccurate delivery of volume. There was no patient harm; however, unreliable volume delivery is considered a reportable event.